Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause of the low pump flow was not determined since insufficient clinical details were provided and data logs were not available. No related defects were found with the returned pump. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the pump was primed and set up per IFU. The pump was inserted and started at p2 with ramp to p7. In addition, the patient was also on extracorporeal membrane oxygenation (ECMO). When ECMO flows were turned down to 1l, the impella flows did not exceed 1.5l. The surgeon suspected a clot and exchanged the pump. The patient remained on support with the exchanged pump.

Manufacturer narrative:
Correction: d4 and h4 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical codes were updated/corrected and repopulated accordingly.